Event description:
As reported by the legal brief, this male patient implants failed for an unknown reason. No additional information available and forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Concomitant medical products: bone screw 6.5mm dia x 20mm long (cat# 120-65-20 / (B)(4)), cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / (B)(4)), novation element ro s/o col sz 12 (cat# 164-13-12 / (B)(4)), integrip cc, cluster 54mm, g2 (cat# 186-01-54 / (B)(4)). As reported by the legal brief, this male patient implants failed for an unknown reason. No additional information available and forthcoming. The device is not available for evaluation. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Additional information - b1, b2, b3, b5, b6, b7, d6b, d8, h1 to serious injury, h7, & h9 pending investigation. These devices are used for treatment not diagnosis. No other information is available.

Event description:
Additional information - as reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 7 years and 1 month after the initial procedure the patient had a right hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
H3: investigation results - the patient/gxl acetabular liner involved was reported as revision due to early prosthesis wear, osteolysis, and an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral loosening. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to early prosthesis wear, osteolysis, and femoral stem loosening is a combination of the risk factors. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.